Manufacturer narrative:
(B)(4). Batch # m9033p. The handpiece was received nose cone detached returned. The nose cone was returned with hsa06 attached. The hsa06 adapter was forcibly removed and it was observed that the threads of the nose cone and the adapter were damage. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the nose cone got damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, ¿adapter could connected except for one mm. Customer tried to reconnect but adapter did not move. Neodisher mediclean forte, washing machine, steam sterilization. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.